Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The reporter stated the patient was admitted to the hospital over the weekend because the cgm was displaying 148 mg/dl; however, the patient was experiencing symptoms of diabetic ketoacidosis (dka). Laboratory draws were performed and the patient's blood glucose was 1450 mg/dl. No additional patient or event information is available. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid.